Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube and missing reservoir tube o ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the reservoir compartment broke apart. The customer's blood glucose level at the time of incident was 91mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis. The device is being returned and replaced.